Manufacturer narrative:
Product analysis: analysis was able to confirm that the ventricular connector on the external pulse generator (epg) was broken. Analysis also noted that the hanger assay backside was cracked and the main seal was out of the device near the battery chamber. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) had a broken ventricular connector. The epg was returned for service. No patient complications have been reported as a result of this event.